Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 13th september 2012. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration that may be attributed to a failing membrane. The current drain of the device was within specification, however, the device records multiple manual power ons mainly of ten minutes duration between the (B)(6) 2016 and the (B)(6) 2017. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Despite being unable to measure or replicate the reported fault, the multiple manual power ons of a random nature and mainly of ten-minute duration would most likely indicate the device was switching itself on automatically. The conclusion reached was that the fault was caused by a membrane failure. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and will be replaced with a heartsine 350p.

Event description:
There was no patient involved. Device displaying switching on automatically symptom. Reportable us only.

Manufacturer narrative:
Device not received yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom. Reportable us only.